Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70 serial number: (B)(6) batch/lot number: 17825587 model/catalog description: coveredge 32 surgical lead kit 70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) explant procedure due to an unknown reason.